Event description:
The customer reported that the device was not sealing vessels even though an end tone, indicating a completed seal cycle, was heard. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.